Manufacturer narrative:
Event related to regulatory report: 2029214-2022-00887. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline had resistance in the distal shaft of the phenom catheter and the pipeline along with another failed to deploy. Attempts were made to deliver and deploy the pipeline (pli10), however, it was very hard and the stent too was not deployed properly, so it was collected. The second pipeline was opened (pli20), but it was collected due to a deployment defect, just like the first one. The catheter was flushed with heparin-added saline during the procedure. The pipeline was not stuck. The pipeline failed to deploy in the distal stent region. It was not positioned in a bend. Less then 50% had been deployed when it failed to open. No other operation was done to deploy the stent. The pipeline was resheathed 3 or more times. The stent was removed from the patient's body with the microcatheter. The location of the treated aneurysm was the internal carotid artery c2-c3. Maximum diameter of approximately 10 mm, neck diameter of 6 mm.

Event description:
Additional information received reported vessel tortuosity was moderate. No patient symptoms were reported. The procedure was completed with a third pipeline successfully implanted and the procedure was completed. No visible damage was observed on the pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.